Manufacturer narrative:
An investigation was conducted to evaluate the product issue. It was confirmed that there was a contamination in the sample fridge where the alleged specimens were held between testing. All the samples with discrepant results were stored there. The issue was determined to be due to a contaminated fridge. No product problem was identified. Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples, as results were not reported out. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for six samples while using the cobas® sars-cov-2 qualitative assay for use on the cobas® 68/8800 systems. The alleged samples initially generated negative results. The same samples were repeated multiple times on different cobas® 68/8800 systems and yielded positive results for target 1 (sars-cov-2) and/or target 2 (pan-sarbecovirus) or all negative. The results were not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples, as results were not reported out.